Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported after implanting an intraocular lens (iol) a crack was found. The lens was immediately removed, however, the procedure was not completed on the same day. Additional information was requested.

Manufacturer narrative:
The product was returned. Blood and solution is dried on the lens. Haptic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified (d) cartridge, with a iii handpiece, and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the surgeon feels there was insufficient viscoelastic in the cartridge, a lens defect, or a cartridge defect that caused the reported event. The lens was removed during the initial procedure and the patient was left aphakic. A secondary procedure was required. The surgeon feels the patient will have an 'excellent' prognosis.